Event description:
Explant of device. Patient was receiving poor performance and was experiencing feedback. Initial implant (B)(6) 2011.

Manufacturer narrative:
Per e-mail from dr. (B)(6), 12/01/2012 (original implanting surgeon), "this gentlemen lost pretty much all of his hearing in that ear (nerve loss). He has a h/o cochlear hydrops and it is unknown whether surgery or the hydrops led to his hearing loss." No injury to patient other than that inherent in the various surgical procedures.